Event description:
Account requested repair of a versacare with damaged power cord. Found two feet of the power cord had been cut off. A hill-rom technician replaced the power cord to correct the problem.